Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing while the patient was in the hospital for an unspecified reason. The oversensing resulted in pacing inhibition for greater than two seconds of asystole. The noise was suspected to be external in nature. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued noise, oversensing and pacing inhibition was observed on the rv rate/sense and shock channel. There was no reported inappropriate tachycardia therapy. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the physician plans to continue monitoring.